Event description:
Hello FDA, in regards to the concern for gross contamination of intravenous (IV) tubing sets from ICU medical, we were able to identify one set of tubing that had been contaminated. This was noticed the morning of (B)(6) 2028 while the pharmacist was mixing chemotherapy. The tube was discarded but not before the pharmacy had an opportunity to capture the lot number. The product had not been used on a patient. We have gone through all our onsite and offsite locations to collect all the products with the possible affected lot number listed on the (B)(6) memo communication. We have 3 small boxes and 2 large boxes of product. Please let me know how we should proceed with the products in question (I, e. Toss them out, or send back to the medline supplier, or send to (B)(6)) and will there be some sort of reimbursement? Thank you for your professional partnership and have an awesome day. Below are the lot number we have in our facility, from the contamination list: 14800327, 14848438, 14804604, 14800330, 14481941. Pt: 4582. Device: 2901. Ref: mw188737, mw188738, mw188739, and mw188740.